Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. During the visual evaluation no issues were observed for the problem reported in this complaint. Per the functional evaluation, the catheter balloon was inflated with air and deflated without any problems. The catheter balloon was then inflated with 10cc of a mix tap water and blue methylene, using a syringe, and the water flow was very slow. After that, the catheter tried to deflate, using a syringe, but there was difficulty deflating the balloon. The balloon was cut and it was found that the notch was not completely perforated, and that the flash was added to the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user felt strong tactile resistance while injecting water, and some water could not be injected. This caused the balloon to inflate asymmetrically as the user injected water into it with a syringe during pretest. This also made it difficult for the water to be withdrawn. The catheter was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user felt strong tactile resistance while injecting water, and some water could not be injected. This caused the balloon to inflate asymmetrically as the user injected water into it with a syringe during pretest. This also made it difficult for the water to be withdrawn. The catheter was not used.